Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had sensing issues resulting in false pause episodes due to loss of signal. The device was explanted and replaced. No patient complications have been reported as a result of this event.